Event description:
The doctor claims that during the procedure, the graft burst after completing implantation. The graft was removed and replaced with another graft. There was no injury or complication to the pt. No additional intervention or surgery was required. The pt's condition is ok. The clinical outcome of the case was ok. This number 4 of 4 similar cases that were not previously reported to the manufacturer. The incident date is unk at this time and has been approximated for reporting purposes only. All five complaints are from the same doctor and appear, at this time, to be from the same hospital. In 08/2003, company learned the following: the "burst" and bleeding were from the anastomosis. This occurred after pt closure. The bleeding was "very high" [excessive].